Manufacturer narrative:
Patient identifier, date of birth and weight is unknown and not available for reporting . Additional procode: hrs. Device is expected to be explanted at a future date. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number and email was not provided for reporting. A device history record (DHR) review was performed for part # 412.816s, synthes lot number: l651460, manufacturing location: (B)(4), release to warehouse date: 20.nov.2017, expiry date: 01.nov.2027 no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an original surgery was performed for internal fixation of distal radius fractures. On (B)(6) 2018, it was found that the fixation area had not been fixed completely. On (B)(6) 2018, it was confirmed that ti lock screw which was fixed on the diaphysis had been broken. Patient status was reported as fine. According to the surgeon the cortex screw could have not been fixed to the contralateral cortex bone completely and therefore, the cortex screw might have been come off, which lead to overloading to the ti lock screw. Concomitant device reported: cortex screw (part# 402.876s , lot# l671482, quantity 1), variable angle locking compression plate (part# 04.111.520s, lot# l539370, quantity 1). This report is for one (1) 2.4 mm ti locking screw slf-tpng with stardrive recess 16 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality reviewed the provided x-ray. Reviewing the x-ray picture, the complaint condition can be rated as confirmed as there is a broken screw visible. The screw implants for plates - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.